Event description:
The customer's spouse used the device to check pt's blood glucose and obtained a result of 134 mg/dl. Pt was "out of it" and 911 was called. Spouse gave pt orange juice and when the emergency medical technician arrived pt was taken to the hospital. At the hospital pt glucose was 56 mg/dl. Pt was treated with an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.